Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2015 was 1000 mg/dl with large ketones, abdominal pain, extreme drowsiness, blurred vision, extreme thirst (polydipsia), excess urination (polyuria), nausea, shortness of breath, chest pain, vomiting, and confusion. It was reported the patient was treated in an emergency room with intravenous fluids and insulin via pump therapy. The reporter noted the patient discontinued pump therapy and the pump¿s settings were not recently changed. This complaint is being reported because the alleged serious injury was attributed to a pump malfunction.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 08/22/2015 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box data revealed unexplained loss of primes. The total daily dose history correlated appropriately to the user programmed basal settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump¿s force sensor calibration was to be within specification. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.